Event description:
Reporter indicated the patient's vns was able to be interrogated at a later time, and the generator was felt to be nearing end of service. The reporter confirmed the vns programming systems were performing as intended. It is likely the reason for the initial failure to interrogate the generator was due to environmental interference.

Event description:
Reporter indicated a patient was to have vns generator replacement due to generator end of service and that the reporter's vns programming system was unable to interrogate the patient's generator. A battery life estimate performed by the manufacturer with nearly complete programming history resulted in over 5 years of battery life left, indicating the generator is likely not at end of service. The patient had generator replacement surgery performed. The explanted generator will not be returned per hospital policy. Attempts for additional information are in progress.